Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had only had two successful sensors. She reported that the trainer stated she was doing everything correctly. She reported that they had received calibration errors and change sensor alerts and also reported a medication interaction. She stated that the overtape left the skin red and that removing the tape removed some of her daughter's skin. She reported that there were no signs of infection and that there was not blood at the site. She was advised on products to use to reduce this irritation. No blood glucose reading was given. Nothing further was reported.